Manufacturer narrative:
The t:slim x2 basal iq user guide states: the system is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion site and resumed insulin delivery. Customer's blood glucose value was 220 mg/dl. Reportedly, customer was using fiasp insulin in the cartridge. Tandem technical support educated customer that the system is indicated for use with novolog or humalog u-100 insulin only.